Event description:
The customer contacted philips healthcare to report that the co2 detector was pushed into the monitor and could not be used. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.